Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint.

Event description:
As reported, during a shunt percutaneous transluminal angioplasty (pta), the lesion was crossed by an unknown guidewire and a saber balloon catheter (rx6mm10cm155) was delivered to the lesion, inflated and ruptured. The device was replaced with a new unknown balloon catheter to continue the procedure. There was no patient injury reported. The device was clinically used and has been discarded by mistake, so will not be returned for analysis.

Manufacturer narrative:
Complaint conclusion: as reported, during a shunt percutaneous transluminal angioplasty (pta), the lesion was crossed by an unknown guidewire and a 6x100mm 155cm saber rx balloon catheter (bc) was delivered to the lesion, inflated and ruptured. The device was replaced with a new unknown balloon catheter to continue the procedure. There was no patient injury reported. Multiple attempts to gather additional information have been made and have been unsuccessful. The device was not returned for analysis. A device history record (DHR) review of lot 17662137 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, lesion characteristics (although not provided) and procedural/handling factors may have contributed to the reported event since calcified/resistant lesions can cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the result of in vitro testing. At least 99.9% of the balloons (with a 95% confidence level) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR review nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.